Event description:
It was reported that the smartsite 20mm vented vial access device insertion port detached while connecting a syringe and leaked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "new bottle of doxorubicin, pierced by a spike, when connecting with a syringe, an insertion port detached. The insertion port is discarded, the spike is sealed with a plug. No consequences to a patient or the operator."

Manufacturer narrative:
H.6. Investigation: two mv0420-0006 samples were from lot 202040 was received without packaging for investigation. One sample was received attached to a doxorubicine vial, with residual fluid in the device; the smartsite was missing from this sample and a visual inspection identified a crack to the luer connection. The second mv0420-0006 sample had residual fluid in the device and was received attached to a fluorouracile vial. During functional testing of the sample, the smartsite was easily detached confirming the customer's experience; a visual inspection again confirmed the presence of a crack at the luer connection to the vial access device. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A definitive root cause for observed separation could not be determined, however it is possible that it occurred as a result of an inconsistent or insufficient application of glue, coupled with the twisting force during engagement or disengagement of the smartsite. A review of the production records from lot 202040 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smartsite 20mm vented vial access device insertion port detached while connecting a syringe and leaked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: new bottle of doxorubicin, pierced by a spike, when connecting with a syringe, an insertion port detached. The insertion port is discarded, the spike is sealed with a plug. No consequences to a patient or the operator.